Manufacturer narrative:
The field representative requested additional information from the hospital to know the manufacturer of the rv lead and how the issue was resolved, but was not provided any further details related to this patient and device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited some high, out-of-range pacing impedance measurements on the unknown right ventricular (rv) lead. Data was submitted to technical services for review. Appropriate ventricular tachycardia (vt) were stored and confirmed no noise was present. Four out-of-range measurements were recorded, with the first on (B)(6) 2018. Other lead measurements were stable and within normal range. Technical services discussed seeing the patient in the clinic to perform troubleshooting. A lead issue or loose connection could be suspected; however, if troubleshooting did not produce noise or additional out-of-range measurements, the physician could continue monitoring the lead in the remote monitoring system. No adverse patient effects were reported.